Event description:
A user facility reported a lens exchange was performed several days following initial intraocular lens implant surgery. The reason given for the lens exchange was that the pt was not able to get used to the lens. Follow-up with the surgeon indicates the pt had a good outcome following the lens exchange. The surgeon expressed that this pt may not have been the best candidate for the original lens model.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.